Event description:
Reportedly, when an attempt was made to administer pacing therapy, the device failed to pace. The observation or observations upon which this allegation was based was not reported. CPR and various medications were administered to the patient, who then regained a pulse. Patient outcome was not known by the reporter.